Manufacturer narrative:
The impella device was received from the customer on 30-dec-2024 therefore, an investigation of the device is underway, a supplemental MDR will be filed once the investigation is completed.

Event description:
The us complainant had a rp flex placed to support a stemi patient. The pump stopped after just under 1 hour. The team attempted to restart and had concerns of clot ingestion. The pump was removed and replaced.

Manufacturer narrative:
The investigation for the pump stop has been completed. Rp flex was returned for evaluation. Upon visual inspection, no abnormalities were noted. No damage to pump observed. No biomaterial present on pump or impeller blade. Pump passed electrical testing. Pump was run in the lab for approximately 15 hours and pump stop did not reproduce. Rt log of pump run shows multiple pump stops with alarm #13 for motor current high pump stops. Pump is able to start back up immediately after pump stops without drop or loss of pump flow. Purge parameters are not affected at time of pump stops. Multiple pump stops occurred at the beginning of support then the pump was able to run for approximately 30 minutes before more pump stops occurred again. Clinical details noted that patient's act was within range during support and pump was restarted multiple times during support. Clinical team suspected clot ingestion, however, no specific signatures of clot ingestion were observed in case logs. As the pump was able to be restarted and run after a pump stop, the reported pump stops will be investigated under the failure mode of "temporary pump stop". The root cause of the temporary pump stops cannot be definitively determined as the pump stop did not reproduce when run in the lab and no specific ingestion signature was observed in the logs. The instructions for use for the impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ corrections to the initial MFR report: d4 model number updated. D9-device available for eval changed to yes. G1 MDR reporting contact email.